Event description:
It was reported that on (B)(6) 2010, due to a positive stress test, the patient underwent the deployment of two drug eluting stents (promus) to the proximal left anterior descending (lad) artery and the first obtuse marginal branch. Post-stent deployment residual stenosis was 0% with timi 3 flow in the treated lesions. The patient did not receive a peri-procedural loading dose of a thienopyridine treatment during the index procedure. On (B)(6) 2010, one day post index procedure and during index hospitalization, the patient was reported to have post procedure cardiac enzyme elevations indicating a post procedure myocardial infarction. The patient was reported to have recovered from this event and was discharged on (B)(6) 2010 in stable condition. The intensity and event relationship to the study drug, the study device, and the study procedure were not provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the united states.

Event description:
Subsequent to the intial MDR filing, additional information was received stating that there were four stents implanted during the procedure.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information. The other unk rx promus referenced is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Stents: promus rx 2.5 x 23; promus rx 2.75 x 28; promus rx 2.5 x 18. There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The promus rx 2.5 x 18 is being filed under a separate medwatch report #.